Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part# 03.037.022 lot# f-18172. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 03.aug.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a customer reported that a 6mm/9mm cannulated stepped drill bit has a broken tip that was discovered (B)(6) 2017 during testing. The item is non-repairable and customer is inquiring on a replacement. There is 1 device in this complaint this report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed on the returned subject device. This complaint is confirmed. The 6 mm/9 mm cannulated stepped drill bit was received at customer quality (cq) with 4 distal cutting tips sheared off. The 4 tips were not returned to cq. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The returned 6 mm/9 mm cannulated stepped drill bit is a reusable cutting instrument available for use in the trochanteric fixation nail advanced (tfna) screw only proximal femoral nailing system for intramedullary fixation of proximal femoral fractures per technique guide. The drill bit is used to drill for the core diameter of a tfna lag screw prior to lag screw insertion. A visual inspection under 5x magnification, dimensional inspection of feature(s) related to this complaint, device history record (DHR) review and drawing review for the returned part were performed as part of this investigation. The cannulation (inside diameter) of the drill bit tip near location of breakage and the outside diameter of the drill bit at the location of breakage measured at cq and found to be within specification per relevant drawing. The length of the remaining gold distal cutting area of the drill bit measured and based on this feature's length specification per drawing, it is determined that the 4 sheared off tip fragments would each be approximately 1.0 mm -2.0 mm in length. Relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause based on the provided details. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.